Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Since march 2023, the child has been using a 4 channel map, but her performance has not been satisfactory.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered.

Event description:
The user's hearing performance with the device is affected. Since (B)(6) 2023, the child has been using a 4 channel map, but her performance has not been satisfactory. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.